Manufacturer narrative:
E1. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking at the drain hose connection. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported both devices were leaking at the drain hose connection. The problem was confirmed by the technician, and the device quick connect hose was replaced. The device was duly received at our service center, where oracle states it was restocked, and swapped for a new device, which was returned to the customer.